Event description:
According to clinicians the ventilator entered in standby without human action when was breathing in spontaneous mode. I need your help to prove this situation. As the patient was in spontaneous mode and there was a quick action by the clinicians, there were no complications for the patient. Technical faults not verified.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in operation. The root cause was determined to be probably a user error. In consequence, no answer from the partner after 3 reminders has been received. No information is available on whether it was repaired and how it was done. There was no patient or user harm.